Event description:
Two endeavor rx drug-eluting stents were successfully implanted during index procedure. Both stents (2.50x30) was implanted overlapping to mid lad. A stroke was reported to have occurred approx 6 months following index procedure after the pt fell. Pt received medical treatment. Investigator has indicated that the event was not related to the study stents, drug or study procedures. Pt is in remission. Reference MFR report numbers 9612164201101322.

Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke). (No device received for eval).